Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient's pacemaker "tuning was confirmed" and follow-up tests were performed. And the patient was experiencing rhythmias other than atrial fibrillation. At the patient's 3 month follow up they were observed to be in sinus rhythm. However, at the 6th month follow up it was reported the patient was taking ca2+ for non-atrial fibrillation arrhythmias and that the patient's pacemaker may have needed tuning/ the patient was in "pacemaker rhythm". No information regarding when the pacemaker was implanted was provided as of yet. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Correction to the initial MDR in block(s) impact codes (f10 and h6), in sections f - for use by uf/importer and h -device manufacturers only.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient's pacemaker "tuning was confirmed" and follow-up tests were performed. And the patient was experiencing rhythmias other than atrial fibrillation. At the patient's 3 month follow up they were observed to be in sinus rhythm. However, at the 6th month follow up it was reported the patient was taking ca2+ for non-atrial fibrillation arrhythmias and that the patient's pacemaker may have needed tuning/ the patient was in "pacemaker rhythm". No information regarding when the pacemaker was implanted was provided as of yet. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported that 10, 14, 8 and 12 ablations were performed respectively on the left superior pulmonary vein (lspv), left inferior pulmonary vein (lipv), right inferior pulmonary vein (ripv) and right superior pulmonary vein (rspv).